Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed minor dent on both front corners of top case. Unable to duplicate the motor rate error during occlusion test. The root cause of the reported issue was found to be normal wear; device was over nine years old. Combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out are causing the motor rate error intermittently. Actions taken to mitigate the reported issue: replaced motor assembly, worm gear, leadscrew and clutch halves for preventive. Performed occlusion test and all functional testing which passed.

Event description:
It was reported that motor rate error event occurred. No patient injury reported.